Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. Some staple pushers were pushed back to the cartridge. The clamping mechanism was deformed. The blowout was disengaged from the reload. The blowout plate was bent. It was reported that the component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur when firing over tissue that is beyond the recommended thickness range. A review of the device history records found potentially contributing factors from the manufacturing process. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, during functional end-to-end anastomosis (feea) reconstruction, after the surgeon used the powered stapler, the scrub nurse tried to remove the cartridge at the instrument stand, and the part of the articulation part came off. It has not fallen into the patient's abdominal cavity. No other intervention was performed. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle sigpshell, sig power sigpshell control shell sigadaptstnd, sig power sigadaptstnd linear adapter.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.